Event description:
A trilogy 100 ventilator was returned to the manufacturer for service, and during the evaluation process at the manufacturer's service center, an error code related to the charging of the internal battery was identified. There was no patient involvement or harm reported. Upon confirmation of the complaint during the device's evaluation, the technician identified the error code as being associated with the device's internal battery. The technician recommended replacing the internal battery to resolve the error. However, as the device was deemed unnecessary for inventory purposes, it was scrapped, and no repair was performed.